Event description:
It was reported the customer accidentally delivered too much insulin. The customer's blood glucose (bg) level subsequently decreased to "low"¿; however, a specific value was not provided. Customer consumed carbohydrates to address bg.